Event description:
It was reported by service report that there was no power to the bed due to power cord was not making reliable electrical contact with the power inlet connector. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results - power inlet connector. Issue was resolved for the customer by re-establishing reliable electrical contact between the power cord and the power inlet connector and verifying the bed was operating per specification and as intended.